Manufacturer narrative:
Patient information was unavailable from the site. Other relevant device(s) are: product ID: bi71000171, serial/lot #: (B)(4). The manufacturer representative went to the site to test the imaging system. Hardware parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported pre-operatively that the detector was not ready. The system was stuck at the start-up screen, it showed the generator disabled and the mobile view station (mvs) connection was not ready. Also, the led of detector and x-ray tube was off. Troubleshooting was performed and the system logs showed that there was an error related to detector interface and 27v was out of specification. The next step was to replace the detector interface. Bother navigation and imaging were aborted. There was no impact on patient outcome. Additional information was received stating that the procedure delay was less than one hour.